Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during the previous night therapy. The hp stated he was connected at the time of the alarm and turned the machine off. The technical service representative (tsr) assisted the hp to review the alarm log and explained se 2240 indicates a large amount of air has entered setup. The tsr advised the hp to inform his nurse of the incident. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. A batch review was not performed because the lot information was not known. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that during the procedure in the left anterior descending artery, pre-dilatation was performed using an rx voyager dilatation catheter. During deployment of the 4.0 x 15 xience v stent, a dissection was noted at the distal end of the stent. A 3.5 x 12 xience v stent was deployed to cover the dissection. There was no reported adverse patient sequela.